Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported damaged fiber tip and forward firing cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not bend the fiber. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was initially reported that during a photo-selective vaporization of the prostate procedure, the tip of the fiber was broken but did not detach. However, further information received from the customer clarified that there was a breakage of the mirror, and the fiber began forward firing instead of side firing. The procedure was completed utilizing another fiber without patient complications. It was noted that the fiber was confirmed to be in good condition after unpacking and preparation, there were no courtesy messages.

Event description:
It was reported that during preparation for a photo-selective vaporization of the prostate procedure, the fiber was confirmed to be in good condition after unpacking. During the procedure it was observed that the tip of the fiber was broken but did not detach. The procedure was completed using another fiber without patient complications.